Manufacturer narrative:
H10: the lot number for the malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Therefore, the reported catheter break cannot be confirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a catheter break. This information was received from various sources. The malfunction involved a patient with no reported patient injury. The age, weight, and sex of the patient was not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided, therefore, a lot history review cannot be performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for break and fracture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break and fracture. This information was received from various sources. The malfunction involved a patient with no reported patient injury. The age, weight, and sex of the patient was not provided.